Event description:
It was further reported that the adverse event was restenosis of the 1st right posterolateral branch instead of restenosis of the right posterior descending artery initially reported.

Event description:
It was reported that before an unknown procedure, the sterility package is contaminated, no further information is available. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). One package was visually examined. Seal transfer from the tyvek to the blister flange was present on entire circumference of blister. No class 0 defect occurred. Contamination was present on the tyvek that appears to be caused by exposure to external liquid contaminant. Blister was warped. Exposure to moisture external to ees packaging process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.